Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with motor error alarm on their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states the device was exposed to MRI. The customer reported the presence of motor position encoder error alarm. The customer was advised the pump would have to be replaced and returned for analysis. The customer also mentioned they were in the hospital for a stroke and their blood glucose levels have been high. The customer state it is not an issues with the pump.